Manufacturer narrative:
Manufacturing site evaluation: samples received: 6 unopened pouches of monosyn 3/0 (ref 0022015, batch 115115), 6 unopened race-packs of premilene 4/0 (ref. 2090520, batch 115084) and 12 unopened race-packs of premilene 3/0 (ref. 2090235, batch 115054). Analysis and results: there are no previous complaints this reference-batch. Premilene/monosyn set should contain 6 units of each of the following products: premilene 3/0, 75 cm ds24; premilene 2/0, 75 cm, ds30, premilene 4/0, 75 cm, ds19 and monosyn 3/0, 70 cm, hr22. The units received are: 3 units of monosyn, 6 units of premilene 4/0, 75 cm, dsl9 and 12 units of premilene 3/0, 75 cm, ds24. Individual products stock and traceability were checked and they are correct. The review of the product manufacture determined that two sets were manufactured at the same time for the same customer. One of the sets contained 12 units of premilene 3/0 and it is probable that the other contains 12 units of premilene 2/0 instead of 6 units of each of the products in both sets. This was human error when preparing the product sets. Final conclusion: complaint is justified. Corrective / preventive actions: not applicable. The personnel involved in this error was informed.

Manufacturer narrative:
MFR site eval: sample received: 29 unopened and 6 open pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 36 units for analysis. Received 29 closed samples and 6 open and manipulated samples. Performed tightness test to the closed samples received and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: complaint is not justified. Correction/preventive actions: na.

Event description:
Country of complaint: (B)(6). The threads broken.